Event description:
In 2007, the lay user/pt contacted lifescan alleging that he has a broken cap on his one touch ultrasoft lancing device and denied misusing the lancing device. The pt stated that he did not test for 3 days because of the broken lancing device and developed symptoms of eyes blurry, cold sweats, and felt like throwing up. It would be helpful to know if the pt was suffering from any other health conditions at the time. He also indicated that he was administering self-care by taking 60-70 extra units of lantus on top of his current 130 units dosage. It is unclear if the pt took extra insulin based on his own decision or his dr's advice. The customer care advocate (cca) noted that the pt developed the reported symptoms before administering self-care with the extra insulin; however, it is unclear if his symptoms worsened or improved after taking the extra insulin. No other medical attn was reported. This complaint is being reported because the pt alleged he developed symptoms after not being able to test for 3 days due to a broken lancing device. The lancing device was replaced.